Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
New etq created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint- litigation alleges that the patient experienced debilitating pain on account of her asr right hip implant. Litigation further alleges that the patient experienced discomfort in her hips and legs, thereby interfering with her ability to perform daily living activities. Update 9/10/12 - plaintiff's preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Update rec'd 3/30/2013- ppd and medical records received. After review of medical records for MDR reportability the patient was revised for increased metal ions and synovitis. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 11/5/2014. Update 03/20/2017 ¿pfs and medical records received. After review of the medical records for MDR reportability, in addition to what was previously reported, the initial surgery notes reported a small calcar crack that developed on broaching. The revision surgery notes reported hypertrophic synovitis and elevated metal ion levels. Adding stem/sleeve due to alleged elevated metal ions. The complaint was updated on: 04/06/2017.

Manufacturer narrative:
Product complaint # (B)(4). UDI ((B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
After review of medical records, it was reported that the patient was revised due to severe hypertrophic synovitis and increased cobalt ion levels from metal on metal components, right hip. Operative notes noted that there was extreme amount of hypertrophic synovitis , which was discolored with metal ions. Doi: (B)(6) 2006; dor: (B)(6) 2011; (right hip).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Additional narrative: new etq created in order to update etq (legacy system) complaint number wpc(B)(4). Reason for original complaint- litigation alleges that the patient experienced debilitating pain on account of her asr right hip implant. Litigation further alleges that the patient experienced discomfort in her hips and legs, thereby interfering with her ability to perform daily living activities. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.